Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: section c. Suspect product.

Event description:
Healthcare professional reported a patient was pretreated with topical lidocaine tetracaine and injected with juvéderm® volite¿ xc in the neck. 11 days later, patient experienced a bipolar manic episode. Patient was admitted to the hospital where unspecified treatments were provided. The event resolved three days later and patient was discharged. The event is not related to the device.

Manufacturer narrative:
Continued d.10: concomitant therapy: multivitamin since 2020. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of bipolar manic disorder, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was pretreated with topical lidocaine tetracaine and injected with juvéderm® volite¿ xc in the neck. 11 days later, patient experienced a bipolar manic episode. Patient was admitted to the hospital where unspecified treatments were provided. The event resolved three days later and patient was discharged. The event is not related to the device.